Manufacturer narrative:
Update field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name), d4 (version or model #, catalog #, lot #, unique identifier (UDI) #), e1 (event site address, event site city, event site state, event site postal code), g2, h6 (medical device ¿ problem code, investigation findings, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d4 (lot and UDI) revert e1 (event site name) section to blank. The customer reported that the device was not inflating or deflating after insertion. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h1.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site name and address), g3, g6, h2, h10, h11

Event description:
N/a

Event description:
It was reported that the intra-aortic balloon (iab) device did not inflate/deflate after insertion. Patient involved. No harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Mw5177491 was received through FDA¿s medwatch program.

Manufacturer narrative:
Updated fields: b4, e1 (event site name), g3, g6, h2, h11. Corrected fields: b1, b2, b5.

Event description:
It was reported that the intra-aortic balloon (iab) device did not inflate/deflate after insertion. Patient involved.